Event description:
Reporting status: serious injury - (medical intervention) reporting rationale: snaring of dislodged stent from pt device issue: stent dislodgement an attempt was being made to place the ultra stent in the svg. It was noticed on angiogram that the stent looked like it had moved on the balloon. The decision was made to go ahead and use the device anyway. The stent dislodged from the balloon into the coronary and was successfully retrieved using a snare device. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Since limited info was provided on the device, such as lot number, review of the lot history record and on-line testing could not be reviewed. Therefore, no determination can be made as to the root cause of the reported stent dislodgement.